Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) examined the system onsite and confirmed that image disk space is low. Upon troubleshooting, the philips field service engineer (fse) checked the amount of stored images for patient, which is very low and verified the image store data consistency successfully. The philips field service engineer (fse) inspected the logfiles and found smart data frontal ippc os disk is working well, confirming that image store is limited and need to be recreated. To resolve the issue, fse recreated the image store. After repairs, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the instructions for use (IFU), users have the ability to export entire studies or specific series and images from a study to a network location, dicom archive, or storage devices like usb flash drives or cd/dvds. The risk of death or serious injury due to a repeat of this situation is not unlikely. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system had an image disk problem. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.